Event description:
It has been reported to philips that the fluoroscopy is not working. The device was in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that fluro is not working. Upon functional test fse found footswitch was defective, causing the fluoro to not work. Fse replaced the foot switch. After replacement of the foot switch, system was returned to use in good working order. The codes were updated based on the investigation outcome.